Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that on approximately (B)(6) 2024 the ins pocket warmed, was slightly swollen, and more sensitive to pressure/pain. Pocket pain increased after increased physical activity. Patient went to the pain physician on (B)(6) 2024, who referred him directly to the university hospital in an emergency, with suspected pocket infection. Blood tests did not confirm infection. Since (B)(6) 2024 until (B)(6) 2024, several tests have been carried out and no infection has been confirmed. Another follow-up with the pain physician took place, together with the rep. Symptoms were unchanged to date. Charging the ins has been more difficult since then (poorer connectivity according to the device report) and there was increased feeling of warmth when charging. The impedance measurements were in normal range. The patient mentioned slightly increased sweating (mainly at night) as a further symptom. The doctors in charge were discussing the next steps and were considering explant due to signs of infection. A malfunction of the ins (heating as the cause) was mentioned as another possible cause. The issue was not resolved. Additional information was received reporting that it was not the recharger that heated up. The slight feeling of warmth was less of a problem than the pain when pressure was applied to the ins pocket. Patient also experienced this pressure pain when recharging, which was why recharging was more difficult. The cause was not identified. The situation remained stable. The doctors have decided to wait and see and perform weekly blood tests.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.